Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue where buttons were harder to press and was taking multiple times for insulin pump to respond. Customer¿s blood glucose was unknown at the time of incident. Customer also received unexplained no delivery alarm and calibration alerts inconsistent while delivery of alert in insulin pump. Customer also states changing batteries more frequently and insulin pump has rejected new batteries. The device will not be returned for analysis